Event description:
It was reported that the patient experienced perforation. There was dislodgement and unable to capture on the right ventricular (rv) lead. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.